Manufacturer narrative:
As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The analysis is thus based on the inspection of the manufacturing documents of the device as well as on the provided data. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. The analysis of the provided trend data, acquired between 5-dec-2020 and 23-feb-2021 recorded the rv pacing impedance with an abrupt rise from 750ohms onto 870ohms in the beginning of the recorded period, followed by a gradual rise onto 1040ohms in the end of the recorded period, as reported in the complaint. The analysis of the provided iegm episodes revealed artefacts on the farfield and rv channel, which led to the reported oversensing. In spite of the available information, no conclusion can be drawn regarding the root cause of the clinical observation. An analysis of the lead itself would be necessary to determine the root cause. Should additional information or the device itself become available for analysis, the investigation will be updated.

Event description:
It was reported that approx. 52 months after the implantation oversensing was noted in iegms. Noise could be reproduced during the follow-up. The ICD therapy was switched off and a replacement will be done.